Event description:
Boston scientific received information that telemetry was unable to be established with this cardiac resynchronization therapy defibrillator (crt-d). At the last patient follow up in (b)() 2013, the battery status indicated 3.5 years of remaining longevity. A revision was performed and the crt-d was successfully replaced. The lead measurements during the revision were in normal range and similar to what they were when the system was initially implanted in 2009. No additional adverse patient effects were reported. The crt-d will be returned for immediate laboratory analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that the device had no telemetry or pacing outputs. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the (B)(4) 2013 advisory population, but was added to the expanded population on (B)(4) 2014.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.